Manufacturer narrative:
D3: correction h2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. During the 50 ml cassette functional test, the cassette was not recognized. Additionally, there was a dent in the air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso bezel, dso seal, and air detector, updated software, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Correction for g3: date received by mfg: 16-aug-2024. Correction for h6: b21: type of investigation not yet determined. C21: results pending completion of investigation. D16: conclusion not yet available.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device smelt of medication, alarmed cassette not attached and alarmed upstream occlusion when priming. The event occurred during testing. There was no patient involvement.